Event description:
It was reported that a patient presented to the hospital with a blood clot in the left arm and had a thrombectomy. The thrombosis was suspected to be cause by the atrial and right ventricular (rv) leads. The physician elected to explant the system and implant a leadless pacemaker. The patient condition was stable following the procedure.